Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the burning sensation was throughout the entire spinal cord stimulator (scs) system when stimulation was on or off. There were never any signs of warmth to the touch and impedances were all fine. Nobody was able to diagnose what the issues were. They ended up replacing the implantable neurostimulator (ins). The ins was returned to the manufacturer for analysis. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken and if the cause of the issue was determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found that the battery had reduced capacity due to overdischarge. The leads remain implanted and were not available for evaluation.

Event description:
It was reported that there was a warm feeling at the pocket and that the implantable neurostimulator (ins) pocket felt hot. It was noted that the ins pocket felt hot even when the ins was off. The issue occurred following the recent implant. It was further noted that the patient met with the health care professional and manufacturing representative on (B)(6) 2014. The patient¿s device was turned on and programmed and the patient did well. A full interrogation was done and there was nothing wrong with the device. It was noted that the patient felt the discomfort off and on. When the device was turned off, the patient still felt discomfort so the health care professional determined it to be incision nerve pain healing which would resolve. The site had been checked a number of times for the feeling of warmth, and no warmth of the skin was felt, so the warmth feeling was normal. It was noted that there were no signs of infection. The patient was very happy with the stimulator and did not want it removed. It was noted that the patient used it all the time. The reporter noted that the patient was not familiar with the technology and this may influence his questions or sensations. It was noted that the patient had been to the health care professional 4-5 times because he felt that the ins was getting warm or hot. The health care professional, nurse and manufacturing representative had all felt over the ins and it did not feel warmer to any of them. It was further reported that there was a burning sensation. As of (B)(6) 2014, the patient stated that up where the leads were, it was getting hot or burning. The impedances were fine when checked. It was noted that the patient was fine when standing, but it happened when he laid down. The reporter thought the patient was just describing the stimulation as burning. It was noted that the reporter had the patient turn the device off. The reporter stated that the implantable neurostimulator (ins) helped the patient a lot but thought that he did not fully comprehend the aspect of the device. The patient was told to turn the stimulation down when the patient laid down as it may be on too high. It was later noted that there was a 50% or greater symptom reduction. The reporter did not have a percentage but the patient said he was getting a lot of pain relief. The cause of the event was not determined and the reporter was not sure if it was device related. It was noted that the patient was fine as of the day of the report except for complaints about it being hot. It was noted that the patient was getting pain relief.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.